Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the rate displayed on the screen differed from what it had been set to though it was also noted that an error was recorded in the error logs. The hard drive was reconfigured and the software reloaded. It was further noted that the latch tab on the power cord bay door was bent and the power cord bay was replaced. (B)(4).

Event description:
It was reported that during a patient check the rate displayed on the programmer screen differed from what the programmer had been set to. It was further reported that a power cycle seemed to resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.